Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent a robotic video-assisted thoracoscopic surgical (vats) convergent procedure with concomitant left atrial appendage exclusion (laae) using a prov45 clip. The ablation portion was completed and the prov245 was placed on the appendage. Approximately 3-5 minutes after the prov245 clip was placed on the appendage, patient went into ventricular fibrillation (vfib). Electrical defibrillation was attempted three times without success. Surgeons attempted to perform coronary artery bypass graft (CABG) procedure but were unsuccessful and patient expired. While there is no evidence that an atricure device directly caused the ventricular fibrillation, contribution from the laae procedure cannot be ruled out and so this event is being reported per part 803. There was no reported device malfunction, and the adverse event was the result of a procedural complication.